Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no obstruction or occlusion of the femoral artery. Per the physician, the guidewire that was used to pass through the native aortic valve may have caused the pericardial effusion.

Event description:
It was reported that during an implant procedure using the evolut fx+ 29 millimeter (mm) transcatheter aortic valve, there was difficult aortic valve passage with multiple attempts to enter the ventricle through the aortic valve. Implantation of the evolut fx+ 29 mm proceeded without complications and vital signs remained stable following implantation. Upon occlusion of the femoral artery, blood pressure was noted to be higher than normal and a medication was administered to lower blood pressure. Blood pressure then fell and remained low, and the attending healthcare professional and anesthesiologist discussed the next course of action. An aortography was performed to examine the coronary arteries and the position and function of the heart. An ultrasound scan identified a pericardial effusion, and the pericardial effusion was punctured and drained. A cardiac surgeon was consulted and the patient underwent further surgical treatment. During surgery, a perforation was found in the upper part of the left ventricle at the level of the left coronary artery, and this was treated with cardiac surgery.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013257487); product type: 0195-heart valves; implant date; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire used was not a medtronic guidewire. Per the physician, neither the pericardial effusion or perforation was caused by the valve or delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.